Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. A chest x-ray was performed, revealing that the lead was still in the rv. The cause of the loss of capture was unknown. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.

Event description:
New information indicates that the right ventricular (rv) lead experienced a dislodgement but remained positioned within the right ventricle (rv).

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was extended/bent, consistent with procedural damage and clogged with blood/tissue. Unable to measure helix extension length and helix mechanism/extension length test due to the damaged helix.